Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. List: ult10.2-38-25-p-5s-cldm-tong-050399. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unspecified indication. The customer reports an air leakage was observed at the catheter hub. The actions taken by the clinical staff are not known. No further event or patient details were provided. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter - ult10.2-38-25-p-5s-cldm-tong-050399. Investigation - evaluation: a review of functional testing, complaint history, device history record, drawings, manufacturing instructions, visual inspection, and quality control data was conducted during the investigation. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Visual inspection and functional testing of the returned device were performed. The device was returned in open, used condition. The macloc assembly was leak tested and found a leak between the cap and assembly. Per manufacturing documentation, there is a silicone insert inside the assembly. The device was opened and found the insert was present; however, it was positioned incorrectly, creating a gap that allows fluid to leak through. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause has been determined to be operator related during manufacturing. Per the health risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.